Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: plastic distal end cover, light guide rod lens, charged coupled device was cracked and scratched, bending section cover was chipped, cutting wire, the connecting tube had a scratch, wrinkle and buckled. The grip unit was scratched, air /water nut painting, suction cylinder nut had peeled off, the colour ring and switch box unit was cracked, the universal cord was scratched. Additionally, the angulation was out of specification and the charged coupled device had a grainy image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus at the end of a diagnostic gastroscopy procedure, a purple image occurred on the evis exera ii colonovideoscope. The customer over performed the white balance. The procedure went without complications. Upon inspection and testing of the returned unit, the auxiliary water channel is clogged with a foreign material. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage was observed at the point that foreign material was detected, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the auxiliary water feeding function. Olympus will continue to monitor field performance for this device.